Event description:
Discordant, false negative (non-reactive) rubella igg (rub g) results on multiple patient samples were generated on the immulite 2000. These results were not reported to the physician. The patient samples were re-tested on the same system (repeat) and rub g results were generated that were higher than the initial results. The repeat results (corrected) were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, false negative rub g results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, it was determined that the cause of the discordant, false negative rub g results was due to an untrained operator of the system who filled the substrate reservoir with probewash. The fse filled the substrate reservoir with substrate. The system is operating within specification. No further evaluation of the device is required.